Manufacturer narrative:
Concomitant medical products: dtba1d4 crtd; 6935m55 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right atrial (ra) lead. X-ray shows the lead was dislodged and the tip in a different position. The ra lead was explanted and replaced. It was also reported that the ra epicardial lead caused phrenic nerve stimulation. The ra epicardial lead was capped. No further patient complications have been reported as a result of this event.